Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead noise resulting in oversensing noted on atrial lead. The lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.